Event description:
The facility reported an infusion pump with failure code 812:02 on channel a. This event occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03, 2007. Evaluation summary:evaluation was performed and the reported condition of failure code 812:02 was confirmed. Inspection of the pump revealed defective pump head module on channel a caused failure code 812:02. The pump head module on channel a was replaced. The pump was tested for proper operation and pump found to function properly.